Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a "pump jam" error message occurred. Follow-up with the user found that the large roller pump was used in the arterial location. During the check of the occlusion, the perfusionist used a fluid drop technique and noticed that one roller was less occlusive than the other. When adjusted the loose roller, the other roller was too tight and the pump would jam and stop. Other locations and attempts produced the same result. The perfusionist elected to move the pump to a sucker function and use another large roller for the arterial location. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event,